Event description:
It was reported that this patient presented to the emergency department with palpitations due to a high cardiac rhythm. The physician noted that programming the minute ventilation (mv) signal sensor off resulted in the patient's heart rate dropping; meanwhile programming the mv signal sensor resulted in a heart rate of 130 beats per minute. The physician elected to leave the mv signal programmed off and continue with remote monitoring. Boston scientific technical services was contacted to evaluate the device data and provide possible recommendations. Further in-clinic troubleshooting was recommended to evaluate postural changes in patient's heart rate and appropriate mv sensing. The patient was brought in-clinic again where high heart rates were noted in a lying down position. The patient was unsatisfied with only using the accelerometer and additionally noted that they felt that their implanted device position was different from their previously implanted device. This information was presented to boston scientific technical services (ts) and a device repositioning procedure was recommended. The physician elected to surgically reposition and suture down the device to prevent changes in rates due to posture. However, the following day, the patient again experienced high heart rates while lying down. Ts was re-contacted and the information is currently pending review. At this time, the device remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency department with palpitations due to a high cardiac rhythm. The physician noted that programming the minute ventilation (mv) signal sensor off resulted in the patient's heart rate dropping; meanwhile programming the mv signal sensor resulted in a heart rate of 130 beats per minute. The physician elected to leave the mv signal programmed off and continue with remote monitoring. Boston scientific technical services was contacted to evaluate the device data and provide possible recommendations. Further in-clinic troubleshooting was recommended to evaluate postural changes in patient's heart rate and appropriate mv sensing. The patient was brought in-clinic again where high heart rates were noted in a lying down position. The patient was unsatisfied with only using the accelerometer and additionally noted that they felt that their implanted device position was different from their previously implanted device. This information was presented to boston scientific technical services (ts) and a device repositioning procedure was recommended. The physician elected to surgically reposition and suture down the device to prevent changes in rates due to posture. However, the following day, the patient again experienced high heart rates while lying down. Ts was re-contacted and it was discussed that observing a real-time electrocardiogram of the mv filtered signal when the patient is breathing consistently and in various positions. Additionally, since the pocket revision has already taken place, a hall walk was recommended to analysis beat-to-beat trending data. The physician elected to reprogram the mv sensor vector from the atrial lead to the ventricular lead. Immediately, the mv sensor rate dropped from the max rate (130 bpm) to the lower rate limit (60 bpm). Additionally, the patient tried several different positions and there were none of the previously seen rapid increases in the sensing rate. The patient reported that the palpitations had ceased and was very satisfied with the new programming. It was hypothesized there could be an issue with the right atrial (ra) lead, which caused the observed mv sensor rate difficulties. The ra lead is not a boston scientific product. However, several months later, this device was explanted and replaced with a non-boston scientific product due to the continuing mv sensor issues. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency department with palpitations due to a high cardiac rhythm. The physician noted that programming the minute ventilation (mv) signal sensor off resulted in the patient's heart rate dropping; meanwhile programming the mv signal sensor resulted in a heart rate of 130 beats per minute. The physician elected to leave the mv signal programmed off and continue with remote monitoring. Boston scientific technical services was contacted to evaluate the device data and provide possible recommendations. Further in-clinic troubleshooting was recommended to evaluate postural changes in patient's heart rate and appropriate mv sensing. The patient was brought in-clinic again where high heart rates were noted in a lying down position. The patient was unsatisfied with only using the accelerometer and additionally noted that they felt that their implanted device position was different from their previously implanted device. This information was presented to boston scientific technical services (ts) and a device repositioning procedure was recommended. The physician elected to surgically reposition and suture down the device to prevent changes in rates due to posture. However, the following day, the patient again experienced high heart rates while lying down. Ts was re-contacted and it was discussed that observing a real-time electrocardiogram of the mv filtered signal when the patient is breathing consistently and in various positions. Additionally, since the pocket revision has already taken place, a hall walk was recommended to analysis beat-to-beat trending data. The physician elected to reprogram the mv sensor vector from the atrial lead to the ventricular lead. Immediately, the mv sensor rate dropped from the max rate (130 bpm) to the lower rate limit (60 bpm). Additionally, the patient tried several different positions and there were none of the previously seen rapid increases in the sensing rate. The patient reported that the palpitations had ceased and was very satisfied with the new programming. It was hypothesized there could be an issue with the right atrial (ra) lead, which caused the observed mv sensor rate difficulties. The ra lead is not a boston scientific product. However, several months later, this device was explanted and replaced with a non-boston scientific product due to the continuing mv sensor issues. No additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient presented to the emergency department with palpitations due to a high cardiac rhythm. The physician noted that programming the minute ventilation (mv) signal sensor off resulted in the patient's heart rate dropping; meanwhile programming the mv signal sensor resulted in a heart rate of 130 beats per minute. The physician elected to leave the mv signal programmed off and continue with remote monitoring. Boston scientific technical services was contacted to evaluate the device data and provide possible recommendations. Further in-clinic troubleshooting was recommended to evaluate postural changes in patient's heart rate and appropriate mv sensing. The patient was brought in-clinic again where high heart rates were noted in a lying down position. The patient was unsatisfied with only using the accelerometer and additionally noted that they felt that their implanted device position was different from their previously implanted device. This information was presented to boston scientific technical services (ts) and a device repositioning procedure was recommended. The physician elected to surgically reposition and suture down the device to prevent changes in rates due to posture. However, the following day, the patient again experienced high heart rates while lying down. Ts was re-contacted and it was discussed that observing a real-time electrocardiogram of the mv filtered signal when the patient is breathing consistently and in various positions. Additionally, since the pocket revision has already taken place, a hall walk was recommended to analysis beat-to-beat trending data. The physician elected to reprogram the mv sensor vector from the atrial lead to the ventricular lead. Immediately, the mv sensor rate dropped from the max rate (130 bpm) to the lower rate limit (60 bpm). Additionally, the patient tried several different positions and there were none of the previously seen rapid increases in the sensing rate. The patient reported that the palpitations had ceased and was very satisfied with the new programming. It was hypothesized there could be an issue with the right atrial (ra) lead, which caused the observed mv sensor rate difficulties. The ra lead is not a boston scientific product. At this time, the device remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient was seen in-clinic with palpitations due to a high cardiac rhythm. The physician noted that programming the minute ventilation (mv) signal sensor off resulted in the patient's heart rate dropping; meanwhile programming the mv signal sensor resulted in a heart rate of 130 beats per minute. The physician elected to leave the mv signal programmed off and continue with remote monitoring. Boston scientific technical services was contacted to evaluate the device data and provide possible recommendations. Further in-clinic troubleshooting was recommended to evaluate postural changes in patient's heart rate and appropriate mv sensing. The patient was brought in-clinic again where high heart rates were noted in a lying down position. The patient was unsatisfied with only using the accelerometer and additionally noted that they felt that their implanted device position was different from their previously implanted device. This information was resent to technical services for review and is currently pending analysis. It is unknown if a device revision procedure will be performed. At this time, the device remains implanted and no serious adverse patient consequences were reported.